Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. (B)(4). Methods: no testing methods performed. (B)(4). Results: no results available since no evaluation performed. (B)(4). Conclusion codes: device discarded by user, unable to follow-up. (B)(4). (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that one patient without any moderate or severe left ventricular systolic dysfunction (left ventricular ejection fraction >40%) in group ii underwent catheter ablation of symptomatic paroxysmal atrial fibrillation (paf) and suffered cardiac tamponade, which was treated with percutaneous pericardiocentesis. Patients in group ii underwent an empirical empiric superior vena cava isolation (svci) after the circumferential pulmonary vein isolation (cpvi) after (B)(6) 2013. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿impact of an empiric isolation of the superior vena cava in addition to circumferential pulmonary vein isolation on the outcome of paroxysmal atrial fibrillation ablation.¿ the purpose of this study was to compare the procedural safety and outcome between an as-needed svci and empiric svci in addition to the cpvi. The study was conducted from (B)(4) 2011 to (B)(4) 2014. A 3.5-mm cooled-tip catheter (navistar thermocool or thermocool sf) was used for mapping and ablation. The article did not specify which device was used in this study. Bwi reports this adverse event under navistar thermocool ablation catheter, however, catalog and lot number are unknown. Should more information be received, product for this adverse event will be modified as appropriate.

Manufacturer narrative:
This supplemental report is to attach aritcle and article summary spreadsheet that omitted in the initial report. (B)(4)